Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, and bilateral salpingo-oophorectomy due to grade 4 cystocele and uterine prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2009 by dr (B)(6) due to urinary retention, rectocele, and enterocele.